Event description:
During a visit to the customer site, a steris sales rep determined that the facility had a new olympus gif-q160 (egd) gastroscope. Further, the sales rep discovered that the facility was processing the gastroscope in a steris system 1 using an alerted quick connect and not the quick connect designed for that particular endoscope (qlc1629). The customer had jerry-rigged a flow adapter made from parts of other quick connects. The facility informed steris that there have been no reported cases of pt contamination or pt infection as result of the use of incorrect flow adaptations. Steris is submitting this MDR not because the system 1 caused or contributed to a death or serious injury, but because of the user error associated with using the quick connect adaptors against steris's labeling.